Event description:
Additional information received reported the patient was very unhappy with their pain control stimulator device. The patient had it reset at least five times. The trial stimulator worked very well and the patient was pleased with the trial. The patient never had good pain control after the implant surgery and they wanted the device removed. The patient had an appointment scheduled with the healthcare provider (hcp).

Event description:
It was reported that the patient never had therapeutic effect following implant. The patient experienced great pain relief during the trial, however as soon as she received the permanent implant she didn¿t get the level of pain relief, only about 10% improvement, if that. The patient had reprogramming performed about five times but that did not improve the level of pain relief. Stimulation was in the correct area; however it did not cover the pain that the stimulator was supposed to help with in the lower back and pelvic area. The patient said the stimulation doesn¿t work at all right now she would like to have the system removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had not worked since it was implanted. It was noted that the trial stimulation had worked ¿great.¿